Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 1-mar-2017: no new information was received. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted, experienced lower back pain, and was hospitalized. The event lower back pain is regarded as anticipated in the reference safety information for essure. Considering that back pain may occur with essure therapy and no alternative explanation was given, a causal relationship with essure cannot be excluded. This case was upgraded to incident due to hospitalization required. According to the product technical investigation, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lower back pain") in an adult female patient who received essure for sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included paracetamol and iron (iron tablets). On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced back pain (seriousness criterion hospitalization), fatigue ("severe fatigue"), menorrhagia ("long term consecutive periods"), rash pruritic ("itch and rash back/breast"), pain of skin ("painful skin during touch"), haemoglobin decreased ("unexplainable low hemoglobin") and adverse event ("vague complaints"). At the time of the report, the back pain, fatigue, menorrhagia, rash pruritic, pain of skin, haemoglobin decreased and adverse event had not resolved. The reporter considered back pain, fatigue, menorrhagia, rash pruritic, pain of skin, haemoglobin decreased and adverse event to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-jan-2017: quality-safety evaluation of ptc (ptc global number (B)(4)) company causality coment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain and was hospitalized. Previous reported events developing several physical complaints (adverse event nos) due to which she was being impeded in her normal daily functioning, and suffering from injury (injury nos) were deleted. The event lower back pain is regarded as anticipated in the reference safety information for essure. Considering that back pain may occur with essure therapy and no alternative explanation was given, a causal relationship with essure cannot be excluded. This case was upgraded to incident due to hospitalization required. According to the product technical investigation, product quality defect could not be confirmed but is considered plausible. Further information has been requested.